Event description:
Customer called to report that approximately 5 milliliters of fluid was leaking from the bath area of the coulter ac.t diff2 analyzer, and onto the countertop in the laboratory. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that customer had already cleaned the area. The fse could not isolate the leak source. The fse secured all tubing and replaced the filters to address the issue. The fse then performed an instrument shutdown and startup without observing any leaks. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument leak issue is unknown as the field service engineer (fse) was unable to identify the source or cause of the leak. Customer had cleaned the spill prior to the fse's arrival; therefore, the fse was unable to identify the fluid type, as well. The fse speculates that the leak source potentially came from the diluent reservoir. Customer has not called back to report any further issues relating to this event. (B)(4).